Manufacturer narrative:
The hba1c reagent lot number and expiration date were requested, but not provided. The field service engineer found that a probe was heavily contaminated with whole blood due to an insufficient rinse jet. The system was decontaminated and the rinse performance was tested. The analyzer was working back within specifications. The investigation determined the service actions resolved the issue, but a specific root cause could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant hemoglobin a1cdx gen.3 on a cobas c 513 analyzer. The first sample initially resulted in an hba1c value of 7.2 %. The sample was repeated on a second analyzer, resulting in a value of 5.5 %. The second sample initially resulted in an hba1c value of 9.4 %. The sample was repeated on a second analyzer, resulting in a value of 5.3 %. The repeat values were deemed correct.